Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: 7032050.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an elective procedure as patient no longer uses scs, no allegation or malfunction with the device. The devices were retained by the facility and will not be returned for analysis. The patient is satisfied post operatively. Electrocautery was used.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an elective procedure as patient no longer uses scs, no allegation or malfunction with the device. The devices were retained by the facility and will not be returned for analysis. The patient is satisfied post operatively. Electrocautery was used.

Manufacturer narrative:
The suspect medical device reported in this MDR form an elective explant procedure and should not have been reported on a 3500a MDR form. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial/batch : (B)(6).